Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited air in line alarm. There was no patient involvement, no patient injury was reported.